Event description:
It was reported that during the procedure, when this left ventricular (lv) lead was inserted, high out of range impedance measurements were observed. The lead was replaced with a new one to complete the procedure, with normal measurements observed. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the procedure, when this left ventricular (lv) lead was inserted, high out of range impedance measurements were observed. The lead was replaced with a new one to complete the procedure, with normal measurements observed. No adverse patient effects were reported. This lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.